Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed an MRI. When patient services (pss) reviewed MRI mode and offered to walk the patient through it, the patient said they didn't even use the device anymore as the ins doesn't even work. The patient said they were talking about having ins taken out, and that along with the patient having back problems was the reason for the MRI. The patient said they noticed the ins didn't work pretty much right after implant. The patient mentioned 3 people tried adjusting the stimulation. Their pain was very low and one manufacturer representative mentioned the lead they implanted was higher than the lead during the trial was, which might have been part of the issue. Pss reviewed MRI information and reviewed to call back for assistance with charging the ins and putting it into MRI mode if needed. Additional information received from the patient's family member. It was reported that there were issues with the patient's device and they might have the device removed. Additional information received from the patient's family member. It was reported that the patient received a letter from the manufacturer. The patient's family member said they will not give the manufacturer any further information. During the trial the device worked but since getting implanted, the implant did not work. The patient received an x-ray and it showed that the "equipment was not in the same place" and that's why the equipment did not work. The patient's surgeon said they won't get involved. The patient ended up getting a new doctor.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.